Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. This subject had an infection resulting in a left-knee amputation.

Manufacturer narrative:
The patient is (B)(6) in height. During a post market triathlon ts study, an event regarding a knee infection resulting amputation involving a triathlon component was reported. The event was confirmed by the revision operative report. Method & results: device evaluation and results: a visual, dimensional, functional and material analysis was not performed as the device was not returned. Medical records received and evaluation: a consulting clinician¿s review of the provided medical records was inconclusive as more information, primary operative report and additional medical records are needed to do a meaningful review. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing or sterility lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that the subject was enrolled in the post market (B)(4) study. This subject had an infection resulting in a left-knee amputation.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat.no.: 5521-b-500, tri ts baseplate size 5, lot code: 1k0x. Cat.no.: 5512-f-501, tri ts femur sz5 left, lot code: hznz. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.